Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type catheter. Pump analysis results revealed no anomaly. Catheter analysis results revealed a hole in the catheter body caused by deep abrasion. (B)(4).

Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at a dose of 561 mcg/day with an unknown concentration, hydromorphone 0.56 mg/day with an unknown concentration and bupivacaine 3.3 mg/day with an unknown concentration for pancreatitis and non-malignant pain. The patient's pa (patient activated) bolus amounts were as follows: fentanyl 45 mcg, hydromorphone 0.05 mg, and bupivacaine 0.27 mg. It was reported the patient hadn¿t had issues with their pump until the past few weeks. Their latest refill occurred on (B)(6) 2016, later reported as (B)(6) 2016. Then, on (B)(6) 2016 also reported as four days following the refill on (B)(6) 2016, they started undergoing severe withdrawal symptoms reported as nausea, diarrhea, leg crawling, an awful taste in their mouth, weakness in my legs, ¿etc.¿ the patient¿s pain was also out of control. Their prescription had not changed at the time of refill. They originally thought it might have been due to going off an allergy medication, benadryl, but they continued for over a month. She had been taking benadryl for allergies and had stopped taking it around the same time so she initially attributed the symptoms to benadryl withdrawal. The symptoms persisted for ¿almost a month¿ however. Then, on (B)(6) 2016, the withdrawal symptoms all stopped, their pain was controlled, her legs weren¿t crawling, and she was ¿back to normal¿ and was feeling well again. She was a ¿bit light headed and nauseous¿ it was noted. The patient felt like her medications were working for the first time all month. On (B)(6) 2016, it all went away again the symptoms returned again, and the patient was back to withdrawal. Symptoms the patient had consisted of whole body crawls, diarrhea, nausea, a "smell in my nose that was terrible," sweats, and she was freezing all the time. The pump itself was also sore to the touch. This had the patient extremely concerned. She had left multiple voices for the nurses at her pain clinic and they had reportedly returned her calls saying it was not likely to be an issue with her pump. The patient decided to contact the device manufacturer to see if the manufacturer felt it might be an issue with her pump. The patient wanted to know if she should follow-up further with her pain clinic about the issues and it had ¿honestly been enough¿ to make her want to remove the pump entirely. The last month had been ¿so difficult¿. No interventions were indicated. The pump was not alarming, the patient had not experienced any falls, trauma, or changes to their daily activities/routine. In terms of the patient¿s current status, it was being addressed by their healthcare provider (hcp). On 2016-03-22, additional information was received from a healthcare provider (hcp) and consumer. The hcp felt the symptoms were not device related as a dye study was normal. The patient had a ¿cds¿ on (B)(6) 2016 that was normal. The cause was unknown as the catheter was functioning. On (B)(6) 2016, the patient¿s pump was reprogrammed. The patient¿s sympt oms were still intermittently occurring. They believed that she may have some issues with positional kinking of the catheter when she lied down and turned a certain direction. An ultrasound was performed but no problem was found. The ¿pump seems to be turning on and off again randomly,¿ leaving the patient with 4 surprise withdrawal days a week and then 3 days with medication. It was an impossible way to function and the most hellish thing the patient had been through. The pump did not manage the patient¿s pain well enough. The patient also experienced significant drowsiness, swelling, weight gain, urinary retention, sleep apnea, sweating, numbness, hair loss and withdrawal symptoms when the patient skipped their patient activated doses. They started lowering the patient¿s dose very slowly and the patient¿s energy went up and their pain stayed the same. In (B)(6) 2016, the patient¿s pump ¿broke¿ and the patient went through withdrawal symptoms. It happened to hit the same week the patient switched sleep aids from 1-12mg/night benadryl to melatonin, so at first they though it might be some sort of benadryl withdrawal. However, it kept going for over a week and increased in intensity. The patient was non-functional for a number of days. The pump was going to be removed on (B)(6) 2016 as the patient had been titrated down. The physician planned to leave the catheter in.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a consumer via a company representative and a healthcare provider (hcp). As of (B)(6) 2016, the patient was receiving fentanyl 2000mcg/ml at 96mcg/day, bupivacaine 12mg/ml at 0.576 mg/day, and dilaudid 2.0mg/ml at 0.096 mg/day via the pump. The patient's medical history included graves' disease and chronic abdominal pain. Her surgical history included laparoscopic cholecystectomy, septoplasty, caesarian section and nissen (not dates provided). The patient's concomitant medications included synthroid, ativan, "nor teck," and topiramate. It was reported the patient's pain seemed to be less and she didn't think she needed the pump any more. On (B)(6) 2016, the system was removed. The patient's status was reported as "alive - no injury." As of (B)(6) 2016, the issue had resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event was also previously under a different event [it was reported that the patient had pump implanted for 8 months and was told to expect it to take anywhere from 6-12 months to see sustainable results. At the very beginning, the patient had wonderful success; the pump was relieving 50% of her pain and she was able to dump half of her oral medications. She was ¿truly a new person¿. Unfortunately, as they continued to raise the pump medication levels, the patient started having allergic reactions, with itching, sweating and hives. The patient had been on a ¿back slide¿ for the last 3 months as her doctor tried to find her a safer medication. It was noted that the patient had a refill in the week prior to (B)(6) 2013. Further information was received from the healthcare provider (hcp) on 03/24/2014. The pump system was delivering fentanyl and bupivacaine. It was noted that morphine sulfate (ms) was added to the pump on (B)(6) 2014. It was unknown what the cause of the allergic reaction was. When asked if the patient was receiving effective therapy, it was reported there had been no complaint of the symptoms at the patient's last four visits. It was reported the concentration of fentanyl was "125.16" at a dose of "25" and the bupivacaine concentration was "3.004" at a dose of "0.39" as of (B)(6) 2015. It was again confirmed by the patient's managing hcp on (B)(6) 2015 that the patient hadn't called their pump managing hcp's office to complain of the symptoms. It reported that the patient was doing ¿good¿ and was receiving effective therapy. No device removal had been done as of (B)(6) 2015. Further information had also been received on 04/06/2016 and was reported by the consumer. It was reported the patient's weight gain that was previously reported had been almost 20 pounds immediately. Prior to the device removal, the hcp clinic had insisted on weaning the patient off of medication for 10 weeks. The patient as a result experienced 10 weeks of surprise withdrawal. The patient's medical history including allergies was listed as: amoxicillin, ampicillin, erythromycin and aztreonam.]. Any additional information received will be reported under this manufacturer report number (#3004209178-2016-07391). Additional information was then received from the patient's managing pump hcp on 04/20/2016. It was reported the patient had denied urinary difficulties at all per appointments. It was not known to the hcp if the urinary retention was attributed to any medication. Actions/interventions, diagnostic testing or the outcome of the urinary retention were not available. As far as sleep apnea that was previously reported, per (B)(6) 2016 at an appointment the patient denied a history of sleep apnea. It was not known to the hcp if the sleep apnea was attributed to any medication. Actions/interventions and diagnostic testing was not available. In terms of outcome, the patient had the pump explanted as previously reported. Further follow-up was also conducted regarding the reprogramming that occurred on (B)(6) 2016. In regards to the nature of the reprogramming, the patient felt she was having intermittent withdrawal symptoms even after a normal dye study. The patient had wanted the pump explanted and the appointment/reprogramming had been for weaning purposes. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.